Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23528. Reference MFR. Report#: 1627487-2015-23529. Follow-up information revealed drainage from the patient&#38112;lead incision site was noted. Cultures were taken and IV antibiotics were given to the patient. It was reported the issue is now resolved. The patient's leads are being added to this report as new device reports (device 2 and 3).

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported during the patient's postoperative appointment, the physician noticed the patient's ipg incision site was red and she had a fever of 100 degrees. The patient was prescribed oral antibiotics. Follow-up information revealed the patient's redness and fever is no longer present and the issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23528. Reference MFR. Report#: 1627487-2015-23529. Follow-up information revealed the patient's lead site would not close, as such, it was treated as an infection. The patient has been taking antibiotics for approximately one month. It was also reported on (B)(6) 2015, the patient underwent surgical intervention to have her scs system explanted due to infection. However, during the procedure, the physician excised the incision, and determined no infection was present. The physician then resealed the lead incision site. It was noted no devices were implanted or explanted. Reportedly, the patient has effective stimulation therapy and is doing well postoperative.